Event description:
It was further reported that the third target lesion was treated with placement of a 2.50 x 8 mm promus element not a 2.50 x 12 mm promus elements stent.

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MFR ID#:2134265-2012-03207, 2134265-2012-03209 & 2134265-2012-03210, (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. Cardiac catheterization revealed two lesion. The first was 75% stenosed and 12mm long lesion, located in the 1st diagonal with a reference diameter of 3mm. This was treated with pre-dilation and placement of a 3.00 mm x 20 mm promus element stent resulting in 0% residual stenosis. The second was 75% stenosed and 15mm long lesion located in the mid left anterior descending (lad) with a reference diameter of 3mm. This was treated with pre-dilation and placement of a 3.00 mm x 20 mm promus element stent resulting in 0% residual stenosis. A staged procedure was planned for treatment of the left circumflex (lcx) at a later time. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2011, the patient returned to the cardiac catheterization lab for a staged procedure. Coronary angiography revealed; a lesion affecting the bifurcation (proximal circumflex artery/first left marginal artery. The third was 75% stenosed and 20mm long lesion located in the proximal lcx extending into the 1st obtuse marginal (om). This was treated with pre-dilation and placement of overlapping a 2.25 mm x 32 mm and a 2.50 x 12 mm promus elements stents, post-dilation was completed resulting in 0% residual stenosis. One day post staged procedure, the patient had elevated troponin (peak troponin values =1.054 ng/ml uln= 0.04 ng/ml) and an ECG was performed and revealed a non q-wave mi. It was noted that the patient did not experience ischemic symptoms. No other action was taken to treat this event. The patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: 1941. Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).